Event description:
Performing pci / stent when removing wire out of lad, it fractured and broke off in vessel. Approx 18" long. Spent multiple hours trying to retrieve. Successfully retrieved part of wire, but not all of it.